Event description:
It was reported that the right atrial (ra) lead had dislodged. The lead was found to have high impedance. The lead was revised and the physician elected to leave the lead implanted and program off the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: ddpb3d4 ICD, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.